Manufacturer narrative:
(B)(4). The returned product has been identified as part of the voluntary recall of endopath xcel with optiview technology.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a video laparoscopy procedure, it was verified that there was a gas leak constantly, in the trocar, to introducing any 5 mm forceps. It was necessary to use a replacement for another 12 mm trocar. There were no adverse consequences for the patient.